Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb, hard disk drive, smart switch pcb, display adapter pcb, and on/off switch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of will not boot up. The fse determined the most likely cause of the problem to be the sbc(single board computer). The sbc used in this system is no longer available. To repair the system the had to install an sbc upgrade and replace any parts not compatible with the new upgrade. After all the parts were replaced the system booted successfully and produced x-ray. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.